Manufacturer narrative:
Investigation results for the concomitant device (6206000000, sn (B)(4)) reported the spherical bearing was found to be broken, which can affect device functionality and potentially cause or contribute to the blade break. The handpiece was repaired and returned to the customer.

Event description:
It was reported that during preparation for a surgical procedure, it was noted that the blade broke in the head of the handpiece saw. It was also reported there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Blade was discarded.

Event description:
It was reported that during preparation for a surgical procedure, it was noted that the blade broke in the head of the handpiece saw. It was also reported there were no delays and no adverse consequences as a result of this event.